Event description:
Device malfunction: none. Time of malfunction: during the procedure. Symptoms/ae: stroke. It was reported that during an internal carotid artery stenting procedure, a massive shower of micro emboli occurred with xact stent deployment and the patient experienced a stroke. The physician noted that apparently, the shower of emboli were not captured by the emboshield filter. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. The device reported is an abbott international product which is the same or similar to a device that is marketed domestically.